Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of phrenic nerve stimulation on the left ventricular (lv) channel. The lv lead was explanted and replaced during a device replacement procedure for normal elective replacement indicator (eri). The patient was stable.